Manufacturer narrative:
The customer returned the meter. The reading complaint was not confirmed. All test results were within range specification during the control solution testing. The reported reading was found in the meter memory log (114 mg/dl in 2009 at 11:52 a.m.). It was additionally observed a little amount of blood into the port. This is the final report. Note: during the troubleshooting survey, it was reported the customer did not wash hands prior to perform the blood glucose test. Adc customer service educated the caller the customer should wash and dry hands before testing.

Event description:
The customer's daughter reported the customer received a reading of 114 mg/dl on her blood glucose meter in 2009 at 11:52 a.m. The customer was reportedly incoherent and also experienced slurred speech, fatigue and sweatiness. The paramedics were called and tested the customer's blood glucose level obtaining a reading of 29 mg/dl on their meter at 12:15 p.m.. The customer was reportedly treated with sugars and transported to a health care facility where she was diagnosed with severe hypoglycemia and treated with unknown injections. There was no report of death or permanent impairment associated with this event.